Manufacturer narrative:
Philips service checked the power supply and restarted the system, which became operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced a startup issue, and geometry movements were unavailable on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.